Event description:
Pt arrived to unit after a chest tube was placed in interventional radiology. When transferring pt from cart-to-bed, the chest tube became dislodged. Chest tube was sutured to chest and taped down prior to dislodgement. Pt taken back to interventional radiology for fluoroscopic-guided placement of a right 10-french pigtail chest tube and removal of broken-off fragment of prior chest tube from the right pleural space. This was a general drainage catheter (locking pigtail, size = 8-french, length = 30 cm). We have 2 lot#'s on our shelves currently, so this catheter could have been either lot # 599979 (exp 2016-07) or lot # 594848 (exp 2016-04). Both pieces of this catheter have been saved, but we do not have the packaging.